Manufacturer narrative:
Additional manufacturer narrative: the device is not available for return and evaluation because it remains implanted. The device history record (DHR) review cannot be done because the serial number and/or lot number cannot be provided. Through follow up with the health care provider, only patient history was received. Intervention was reportedly successful and patient status is "he is healthy." There is no additional information available.

Manufacturer narrative:
Additional manufacturer narrative - the device was not returned to manufacturer as it remains implanted. Without receipt of the device no definitive conclusion can be drawn regarding the clinical observation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards learned of a 33mm mitral bioprosthetic valve required valve in valve intervention after an implant duration of approximately five (5) years due to stenosis. The patient was implanted with a transcatheter valve within the existing valve with no reported complications. No additional information was provided.